Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L4-s1 instrumentation using concorde was performed on a patient with spondylolisthesis on (B)(6) 2016. After lumbar discectomy between l5 and s1, the surgeon tried to insert the cage. However, the cage broke in two when he turned the inserter to slightly change the direction of the cage in the middle of the insertion. The surgeon completely removed the broken pieces from the patient's body and completed the procedure using a 9mm cage. No delay in surgery or adverse consequence to the patient was reported.

Manufacturer narrative:
UDI: (B)(4). One (1) concorde bullet lordotic 9x8x27 5 degrees cage [product code: 1878-27-408] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the concorde cage broke into two segments. No other anomalies were found. Complaint is confirmed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the concorde cage breaking during impaction cannot be positively determined. However, as noted in the accompanying instructions for use , when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.